Manufacturer narrative:
A gehc biomed performed checkout of the equipment and confirmed the reported complaint. The flow sensor module was reseated. No report of patient involvement.

Event description:
The hospital reported the unit had a ventilator failure. There was no report of patient involvement.